Event description:
The patient ((B)(6)) was implanted with two drg extensions. It was reported the patient experienced increased pain. Diagnostics indicated multiple invalid impedances. Reprogramming was unable to resolve the issue. Subsequently, surgical intervention was undertaken during which the leads and extensions were tested. It was determined one of the extensions' exhibited the impedance issue. As a result, the affected extension was explanted and replaced. Effective therapy was restored following the procedure.